Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave an upstream occlusion alarm. Air was noted in tubing. Unable to obtain settings. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.